Event description:
It was reported that during a percutaneous intervention (pci) procedure the guide wire tip broke. Vascular access was obtained via the left femoral artery. The totally occluded, 2mmx15mm, eccentric, de novo target lesion was located in the mildly calcified left anterior tibialis artery. A journey, str, 185cm, was advanced through a 4fr, 12 cm non-bsc sheath; however, the physician encountered significant resistance during advancement and was unable to cross the "hard occlusion". The wire was removed and it "nearly" 5cm of the guide wire had broken and was placed directly before the occlusion. A 0.014 165cm transcend guide wire was able to cross the lesion. A 2x40mm sterling es balloon catheter was able to be advanced and inflated to reopen the target lesion and dilate the tip of the journey guide wire against the vessel wall. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous intervention (pci) procedure the guide wire tip broke. Vascular access was obtained via the left femoral artery. The totally occluded, 2mmx15mm, eccentric, de novo target lesion was located in the mildly calcified left anterior tibialis artery. A journey, str, 185cm, was advanced through a 4fr, 12 cm non-bsc sheath; however, the physician encountered significant resistance during advancement and was unable to cross the "hard occlusion". The wire was removed and it "nearly" 5cm of the guide wire had broken and was placed directly before the occlusion. A 0.014 165cm transend guide wire was able to cross the lesion. A 2x40mm sterling es balloon catheter was able to be advanced and inflated to reopen the target lesion and dilate the tip of the journey guide wire against the vessel wall. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip was not received for analysis. The high torque sleeve (hts) measured 6.95in. A small portion of the hts was cut back to reveal the damage, while removing the hts, the coil wire was stretched. Magnified inspection revealed that the distal end of the ribbon was fractured. The fracture surface of the ribbon was heavily twisted. Analytical test results concluded that the shaping ribbon fractured due to ductile torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).